Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had an implantable neurostimulator (ins) revision surgery about 3 weeks prior to the report because they were having difficulty trying to find the spot to charge their ins. It was like the ins was too deep. These issues started in (B)(6) 2015. Since the revision they were no longer having difficulty with finding the ins to charge. They were able to get all coupling bars. There were no patient symptoms reported. The patient was implanted for spinal pain.

Event description:
Additional information received from the consumer reported their implantable neurostimulator (ins) was moved in may because it kept moving around and flipping.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.